Event description:
It was reported via repair work order that the siderail had fluid intrusion due to a ruptured blood IV. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Siderail was replaced.